Manufacturer narrative:
Field service engineer (fse) tested and then adjusted max fluoro dose from 10.4r/min to 9.3r/min. Fse checked system for proper operation per service checklist (B)(4) and the unit was returned to full service.

Event description:
On 01/11: physicist reports shows urology system reading 10.4r/min.